Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Litigation alleges pain, discomfort and permanent injuries. Update rec¿d 7/28/2014 - ppd with medical records received. Part/lot information provided. Upon revision, soft tissue loss, total loss of external rotators, capsular replacement with necrotic deteriorated tissue, heterotopic ossification, and a deeply corroded trunnion (type iii or IV) were noted. The stem and sleeve are being added to the complaint. The stem remained in situ. This complaint was updated on: 08/07/2014. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges pain, discomfort and permanent injuries. Update rec¿d (B)(4) 2014 - ppd with medical records received. Part/lot information provided. Upon revision, soft tissue loss, total loss of external rotators, capsular replacement with necrotic deteriorated tissue, heterotopic ossification, and a deeply corroded trunnion (type iii or IV) were noted. The stem and sleeve are being added to the complaint. The stem remained in situ. This complaint was updated on: (B)(4) 2014.